Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. The console log confirmed the reported failure, showing multiple instances of the "purge pressure high - alarm" and "purge system blocked - alarm" during the clinical procedure. Additionally, the "impella stopped (motor current high) - alarm" was triggered only after the pump was unplugged from the console. Rt logs indicated inconsistencies in the purge flow ticks and the purge flow. The console was returned for evaluation. Visual inspection of the internal circuitry of the console did not reveal any anomaly. The console was run with a known good pump and purge system with no observable anomaly. The root cause for the purge pressure high - alarm"and "purge system blocked - alarm" ) was not related to any problems with the aic. No issues were found within the aic.

Event description:
The complainant reported a patient was on impella cp support and during support, there was a spike in purge pressure and there was saturation. The impella cp stopped. The pump was powered down and pulled back into the descending aorta. The impella cp was removed and the patient was stable. The customer would also like the automated impella controller (aic) evaluated for any possible relationship to the pump stop. The patient survived the event.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. The pump associated with this automated impella controller is catured under manufacturer device report number 1220648-2024-24960.